Event description:
While lna was attaching straps on the hoyer, the crossbar of the hoyer came off and landed on the resident along the bottom of her sternum. No injury noted at the time of the event. It appears that the safety pin securing the crown nut on lower side of scale sheared or broke off allowing the nut to come undone.